Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fiber optic connector is broken. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) replaced fiber optic connector (d012-00-1562) which resolved the issue. Fse completed the performance and safety measurements. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department received fiber optic extension connector (0012-00-1562) rev h, serial number: (B)(6). This part was received with a reported unit failure message of connector broken. Performed visual inspection of this part received and found fiber optic connection port was not in good condition (broken). The failure analysis and testing department verified the failure message of connector broken. Retaining fiber optic extension connector in the fat dept. Per procedure 0002-07-d008 rev ar. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.